Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, following up with the site, reported that the patient was not in the operating room at the time of ther reported event. There was no patient present when this issue was identified, correction to patient code provided.

Manufacturer narrative:
Both the atp and ht controller boards were returned unused and unrelated to the cause of the reported event.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 10/05/2016 a medtronic representative performed two imaging system check-outs, all areas passed in each test. System performed as intended. Apt board and eprom has been replaced as a preventive measure. Return requested. Replacement ht controller pcb, eprom atp u24 and pcba atp kit all shipped to site 10/05/2016. None of these suspect parts have been received by manufacturer for analysis. Return requested. Four replacement fuses 1.5a/250v shipped to site 10/15/2016. This part was discarded at the site and will not be returned to manufacturer for analysis. On 10/15/2016 a medtronic representative, following-up at the site, reported the imaging system was beeping from inside. After a system re-start, the imaging system was working as intended and surgery performed normally. No patient effected.

Event description:
A site representative, physician, reported that their imaging system was making a beeping sound while in a procedure. No further details regarding this issue, or specifically when it occurred, were provided. There was no delay of therapy reported. There was no impact on patient outcome reported.

Manufacturer narrative:
The suspect eprom was returned to the manufacturer for evaluation. The eprom arrived with a broken leg and additional bent legs. Functional testing could not be performed due to the condition of the eprom.